Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service representative (csr) documentation. On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultra meter is giving an error 5 message. The pt claimed that she ate more food/drink after the error 2 began. One week after the error 5 began, the pt developed symptoms described as "sick to stomach and shaky". The pt administered self treatment with 10 extra units of insulin. During troubleshooting, the customer care advocate noted that the test strips were within discard date and the testing process was correct. The error 5 message was resolved with training. This complaint is being reported because the pt allegedly had symptoms that can be associated with acute complications of diabetes and received medical intervention 1 week after the error 5 message began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.